Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical tested both o2 safety valve and o2 dosing valves for leaks and no leaks were found. Therefore, there was no unit performance issues found. The customer placed an order for insp. Block replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Vyaire medical analyze the logfile received. The customer placed an order for part replacement. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us keeps on alarming with technical error 401 "inspiration valve or device leaky. It was verified that 02 sensor and bronze filter are both undamaged and seated into unit properly. Furthermore, there was no patient associated with the event.